Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that "received 3 cases of 305609... Were short 2 lids could not be verified due to the product not being returned for failure investigation. Based on the information provided, the device history record review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months.

Event description:
It was reported that 2 bd¿ sharps collectors were received with no lids. The following information was provided by the initial reporter: "we had a customer receive 3 cases of 305609, but they were short 2 lids."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd¿ sharps collectors were received with no lids. The following information was provided by the initial reporter: "we had a customer receive 3 cases of 305609, but they were short 2 lids."